Event description:
Rptr noted corneal burn occurred at end of thirty min procedure. Six sutures used to close wound; astigmatism noted. Applied bandage lens to resolve slight aqueous leak. Felt handpiece vibrating during procedure. Follow-up done by pt's ophthalmologist in 2004. Removed therapeutic lens; replaced with new lens. Stated burn was mild, and pt will recover with no sequelae.